Manufacturer narrative:
Phone number: (B)(6). If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, model pcb00, was noticed cracked prior to the implantation of the intraocular lens (iol). No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/04/2017. Device returned to manufacturer? Yes. The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck inside the cartridge and there was no viscoelastic residue inside the cartridge. The customer's reported complaint for cartridge tip cracked was not verified but tip deformed was observed. One probable cause could be that the lack of viscoelastic caused a resistance, leading to deform the cartridge. The manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. The search revealed that no other complaint was received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.